Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device serial number is unknown; hence the date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adc representative notified customer service that a freestyle navigator customer had contacted her on (B)(6) 2014 to ask her an unspecified "general question" about the product and during the conversation reported that on (B)(6) 2014 she inserted a new sensor, but the calibration failed so she went to sleep with no data from the sensor. The next morning ((B)(6) 2014) a family member found her unconscious and called the paramedics. Upon arrival they received a reading of 20 mg/dl on their unspecified meter and transported her to a local healthcare facility. Customer was treated with a glucagon injection in addition to receiving glucose via intravenous infusion. Customer was discharged from the hospital approximately two hours later. There was no report of death or permanent injury associated with this event.